Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump is priming tubing during the load step. Patient confirmed that a filled cartridge was in the pump. Customer support concluded that this was a load step malfunction issue. The patient discontinued the pump until a replacement arrives. Reporter also alleges the patient has a blood glucose of 585 mg/dl, no symptoms reported. This complaint is being reported as the load step malfunction ws not resolved and the patient experienced hyperglycemia.